Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. All of the outputs were present, consistent, and within specifications (note: though the monopolar socket was slightly loose, the socket consistently produced outputs within specifications.). The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. However, no conclusive determination could be made as to the cause of the incident. Since no equipment issue was found and to further address the issue, the account will be advised to evaluate or have an evaluation performed on all of the accessories (i.e., footswitch, cables/cords, attached instruments, etc.) That are being used with the unit to ensure that they are functioning properly. Additionally, the customer will be instructed to ensure that all set up and operational guidelines are followed (including to ensure that all connections are secure). The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The accessories were an olympus active cord, a boston snare micro oval, and an erbe return electrode (part number 20193-074). The esu's settings were endocut q, 2-1-4. Seven (7) polyps were removed in various areas of the colon. Three (3) polyps were "cold snared' due to lack of tissue effect. The doctor commented that it did not work as usual. The patient underwent a second procedure (re-scope) several hours later to address post-polypectomy bleeding by using clips.